Event description:
(B)(6) 2016 11:19 am (gmt-5:00) added by (B)(6). It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) replaced the expiratory side pressure transducer. Successful pre-use checks tests (puc) and safety tests were performed before the ventilator was returned to service. Evaluation of the received device logs confirmed the reported puc failures where the expiratory pressure offset value during the pressure transducer sub-test was measured as more than 6 cmh2o from the factory default. A visual inspection of the returned pressure transducer showed debris in the pressure sensors' ceramic cavity. Simulated-use tests of ventilation did not confirm the reported issue, and several puc's succeeded. Simulated ventilation ran for 4 days without any problems/deviations being noted. The measured pressure offset value was however, drifting between tests (but within allowed limits) which may be explained by the observed debris in the pressure sensors' ceramic cavity. Our conclusion in this matter is, that the returned pressure transducer worked deficiently due to the debris found in the pressure sensors' ceramic cavity, but the cause for the reported expiratory pressure offset value deviation could not be determined from this investigation.

Event description:
(B)(4).